Event description:
As reported by the user facility: "during an IV attempt in a patient room, the piv braun was placed. When flushing the IV, the saline began leaking around the hub of the IV. When flushing stopped, blood began leaking around the piv hub. Piv attempt was unsuccessful due to piv leaking. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the batch history records was performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. No sample was provided for evaluation. Based on the data from the investigation, we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.